Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump had blank display and not returned back. Possible causes for blank display was explained to customer. It was also found that battery cap was not missing or damaged or corroded. The customer was assisted with changing new battery. It was found that blank display was not resolved after changing batteries multiple times. Customer advised to discontinue the use of insulin pump and revert to back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.